Event description:
Catheter was implanted in 2007 by dr. At hosp. The catheter was exchanged 21 days later, because some small punctures were identified in the extension tubes, where they get clamped off during dialysis.

Manufacturer narrative:
Catheters appear to be clamped with sharp or pointed clamps which are prohibited in the product IFU. Clamps may have punctured extension tubes during dialysis approx one month after implantation. Catheter has a repair kit which is recommended for repairing damaged extension tubes, so that the catheter does not need to be exchanged.